Manufacturer narrative:
The device history record, rtr-0883-20001, ln: 28538290, was reviewed. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician confirmed that she was able to flush the catheter successfully and, after assessing the situation, made the decision to refill the pump with 30 ml of floxuridine. During the procedure, the scrub tech verified that each step was completed correctly. Additionally, there was confirmation of a bead at the catheter tip after cooling the pump for 10 minutes at a temperature of 95 degrees. On (B)(6) 2024, intera oncology communicated with the clinic and physician confirmed that the flow rate was at 1.6. The clinic expressed no further concern. The pump remains implanted and currently in use.

Event description:
Intera oncology received a report of that a pump was empty after it was implanted as refill was being attempted.